Manufacturer narrative:
Date sent: 03/10/2008. Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis is confirmed the customer complaint and to correct the issue the site replaced the vacuum tubing assembly due to it was brittle. The analysis also found the vso was weak and to correct this issue the site replaced the vso. The pump mounts (qty 4), fender washers (qty 4), flat washers (qty 4), and screws (qty 4) were replaced due to the pump mounts were worn. After servicing and upgrades the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the control module is not giving any vacuum prior to a breast biopsy. There has been no pt consequences reported.